Manufacturer narrative:
This event occurred in (B)(6). The customer checked the sample probe and noted contamination. The customer cleaned the sample probe, reagent probe and performed liquid flow cleaning 3 times. Calibration signals were slightly lower than expected. Qc was acceptable. Sample clot detection errors were observed on the day of the event suggesting possible poor sample quality. The field service engineer (fse) performed instrument testing with passing results. The specific cause of the event could not be determined. The investigation determined the malfunction is consistent with maintenance issues.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys hcg + b (hcg + b) on a cobas e801 module. The initial result using a 1:20 dilution was 6537 iu/l. This result was reported outside of the laboratory. On (B)(6) 2021 the sample was repeated twice using 1:20 dilution with results of 2508 iu/l and 2477 iu/l. The hcg + b reagent lot number was 471298 with an expiration date of 31-aug-2021.